Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on conducting a pump reset, and after walking the caller through the reset process, the error did not reappear. The customer successfully started their sensor session afterward.